Event description:
It was reported that the patient is returning the pump due to pump failure. Pump did not infuse any drug. Patient reported she turned the pump off. When powered on, the pump stated it was infusing drug. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.